Event description:
It was reported that the patient received inappropriate shocks due to dislodgement on both ra and rv leads. The rv lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.